Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30107381m number, and no non-conformances related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA concomitant bwi products: smartablate generator (us catalog # m490007, serial # (B)(4)). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an atrioventricular nodal reentry tachycardia (avrnt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, radio frequency (rf) was on at 50 watts in the slow pathway when a steam pop occurred. Rf was turned off and vitals were checked. Cardiac tamponade was confirmed by transesophageal echocardiography (tee). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. The patient was then transferred to intensive care unit for observation and recovery. Extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No error messages were observed on any biosense webster inc. (Bwi) equipment during the procedure. Transseptal puncture was not performed. The generator was used in temperature control mode with power cut-off at 50 watts and temperature cut-off at 60 degrees. Three ablations were done for a total of 54 seconds, the injury occurred during the 3rd ablation. The last ablation cycle time was of 60 seconds but came off at 30 seconds. The parameters observed at the time of the injury included temperature of 60 degrees, power of 50 watts and impedance between 121-134 ohms.